Event description:
Customer contacted us via email on 1/3/2020 inquiring about her cup. She said she finished her first cycle using her saalt cup and found that she noticed some pressure and irritation on her urethra when wearing it. The irritation was alleviated when she readjusted. However, when she emailed it had been two days past her period and she noticed that she had lingering pain in her urethra. She asked if a saalt soft would be a better option for her. We responded telling her of the benefits of a saalt soft and encouraged her to speak to her medical provider if she was concerned that she was experiencing a uti. She replied on 1/4/2020 stating that her doctor confirmed that she had an active uti. Customer responded on 1/6/2020 stating that this was her second cycle using a menstrual cup, but first with a saalt cup. She did properly sanitize her cup prior to use by boiling, and only changed her cup with clean hands. She used cetaphyl soap to wash her cup when changing it, but occasionally only used hot water. We offered a replacement cup on 1/6/2020.